Manufacturer narrative:
Date of report: 27aug2018. Updated contact name. Date received by manufacturer: 31jul2018. The failure of the c56 capacitor prevented the power supply from operating on ac power was the root cause for the reported issue.

Event description:
The customer reported the vent does not power on. No patient/user harm reported.